Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump and above the bumper pad. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap was used for testing purposes. The pump powered on with no alarms. The pump was run for 24 hours and no further power issues occurred.